Manufacturer narrative:
The event could not be confirmed. CT scan that were received were poor quality and inconclusive. It is unknown if appropriate patient positioning and identification of anatomical landmarks was performed via palpation and/or fluoroscopy prior to advancement of instrumentation. No notification of failure related to any nuvasive devices were noted. Patient was recuperating following correction of the intestinal damage. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: · bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury." "...additional care should be taken at the lower levels of the lumbar spine due to the obstruction of anatomical structures, such as the iliac crest and iliac vessels, surgical access for the subject device at the levels may not be feasible." No device implicated.

Event description:
On (B)(6) 2015 a female patient underwent a lateral procedure at l3-l5 with no reported issues. On (B)(6) 2015 an emergency procedure was performed due to intestinal damage incurred during the retroperitoneal access portion of the initial procedure. Patient was reportedly recuperating following correction the intestinal damage.